Manufacturer narrative:
Received one trs190sb2 in opened original packaging. Lot number was verified. Performed a visual inspection, the device was received disassembled. One of the pins that holds the prongs to the inner white shaft is missing. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of (B)(4). Per the instructions for use, the user is advised that only physicians trained in the techniques of laparoscopic or minimally invasive surgery and the use of retrieval bags to remove tissue should use the product. The IFU also advises the user to note the size of the trocar cannula when removing a specimen through the trocar cannula and seal system. If required, enlarge the port site to aid in the removal of the anchor tissue retrieval system by conmed. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the trs190sb2 device was used during a robotic thoracoscopy left upper lobectomy on (B)(6) 2021 when it was reported "today we had an anchor bag break off inside the patient during a robotic thoracoscopy left upper lobectomy. The pa was able to retrieve the bag and all the pieces from the patient, the case was completed as planned." The procedure was completed as planned and there was no report of injury, medical intervention, or hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.